Event description:
Account alleged that the bed will not send a nurse call. No injury reported. Hill-rom tech found that the problem with the nurse call not working was related to the account's headwall system, and the bed was working properly. This issue has been resolved.